Event description:
A customer reported an overfill situation during a request for technical assistance. The customer contacted baxter regarding a check lines and bags alarm that appeared on a homechoice device during drain 3/4. The drain volume was 3176ml; the previous fill volume was 2000ml. The technical svc rep (tsr) explained possible reasons for the alarm. Home pt bypassed to fill 4/4. No pt injury or medical intervention was reported. Per the home pt's nurse, the pt was experiencing fibrin during this time and was having trouble draining. The pt was instructed to use heparin to clear the fibrin. When the pt used the heparin, she experienced this large drain volume which was also reported to the nurse. The pt did not have any symptoms of overfill but had been draining slowly when experiencing fibrin. The nurse reported that the situation is resolved.

Manufacturer narrative:
The device was requested for eval by baxter, but the customer did not make the device available.